Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and multiple pump errors. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not working properly. The customer reported that they were able to clear the alarms. Customer stated that they were able to rewind the pump. The customer reported that they performed displacement test was passed. It was reported that they had performed self test and was failed with hardware low level failure. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test self test and occlusion test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement or drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm noted during testing. The motor was tested outside of the device and passed. However, hardware low level failures alarm confirmed in insulin pump history due to broken trace at pin 1 on keypad assembly.